Event description:
It was reported that during a right colon resection procedure, a few of the staples at the distal end of the staple line were malformed. Used electrocautery to seal the staple line and complete the procedure. There was no patient consequence.